Manufacturer narrative:
H10: the two (2) actual samples were received for evaluation. Visual inspection was performed which revealed a cut/hole in the tubing of both samples. The other components of the samples were correctly placed and according to specifications. Pressure and clear passage under water tests were performed and the samples did not met specifications; a leak was observed. The reported condition was verified. The cause of the condition was due to handling of the devices during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no.(additional): (B)(6). Device manufacturer address: (B)(4). The devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the tubing of two (2) clearlink system non-dehp continu-flo solution sets have a hole resulting in saline leakage. This issue was identified 15 minutes after the flush bag was hung; the tubing was attached to the unspecified pump and infusing. There was no patient injury or medical intervention associated with this event. No additional information is available.